Event description:
Boston scientific received information that during the implant procedure prior to wound closure, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements of greater than 2,000 ohms. The lead was removed from the device header and a wire was inserted into the lead. While doing so, it was observed that the distal end of the lead kinked and the insulation in the area bunched up. Additional information received that the lead was tested with a pacing system analyzer (psa) prior to plugging the lead into the device header with acceptable measurements. The lead to device header connection was also confirmed secure. The lead was never in service. A new lv lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the returned lead. Visual inspection revealed a guidewire stuck in the lead. An x-ray performed showed that the guide wire tip was prolapsed on itself in the lead tip lumen. The silicone insulation was also bunched near the tip which resulted from the pulling of the guidewire that was stuck in the lead. The lead passed the electrical testing, thus, the allegation of high impedance measurement could not be confirmed.